Event description:
The customer reported a leak inside the unicel dxh 800 coulter cellular analysis system. The volume of the leak was about 10 ml and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.

Manufacturer narrative:
The field service engineer (fse) was not able to observe any leaks but found that fitting 61 of the syringe assembly had leaked. The fse replaced the syringe assembly and the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).